Event description:
The patient was revised because of pain.**update** (B)(6) 2011 - medical records were received. The revision operative report indicates there was burnishing, or corrosion at the morse taper of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 10/11/2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update 11/7/2011 - medical records were received. The revision operative report indicates there was burnishing, or corrosion at the morse taper of the stem. The complaint was reopened to add the adapter sleeve and stem. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.